Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states that the culture dates, sample areas and culture results for the subject device were as follows: eus serial number: (B)(6) was cultured on both (B)(6) 2020. Results from (B)(6) 2020: biopsy port: 30 cfu candida parapsilosis. Elevator recess: 10 cfu candida parapsilosis. Results from (B)(6) 2020: biopsy port: 4 cfu candida parapsilosis. Elevator recess: no growth. In addition, the user facility reported that the scope is part of a clinical paper with a pending publication (post eto data accumulation) date that reports positive culture results for reprocessed olympus endoscopes. The purpose of the study was to perform surveillance cultures to assess the efficacy of double high level disinfection (dhld) on the facility's scopes following the inability to ethylene oxide (eto) sterilize the scopes due to being without access to eto for approximately 6 weeks as a result of process modifications. The facility has since changed their reprocessing lab. The study involved performing surveillance cultures on 94 scopes total (tjf-q180v [58] and linear eus [36]). The culture results identified a contamination rate of 5.2% (high concern organisms: 3/58) for the tjf scopes and a contamination rate of 27.8% (high concern organisms:10/36) for the eus linear scopes. Please cross reference related MFR. Report numbers: 8010047-2020-05346, 8010047-2020-06443 and 8010047-2020-06442.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer final investigation and to correct the design change date. From the additional information, it was found that there were deep scratches inside the forceps ch and looseness of the probe, etc. In the subject device, therefore due to these damages, it is considered that cleaning may not be sufficiently conducted even if cleaning is performed in a correct procedure. However, since reprocessing information at the facility has not been obtained even at this time, probable factors are described below from the current information. In, addition the scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms: bacillus species and staphylococcus hominis. Since we were not able to obtain the requested information from investigation result, the possible factors from the current information are listed below. · cleaning according to the instruction manual was not carried out. · washing was done which was not described in the instruction manual. · due to the damage to the device, the cleaning was carried out correctly, but the cleaning was insufficient. ·cleaning was performed correctly, however, it was insufficient due to damage to the device. Chapter 7 cleaning, disinfection and sterilization procedures warning all channels of the endoscope, including elevator wire and balloon channels where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This report is being submitted to provide additional investigation findings. Physical evaluation of the complaint device reveals: no foreign material was noted on the surface of the scope, or inside the biopsy channel. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted through the distal end side of the channel, and scrapes were located within. The scrape marks are most noticeable at the entry of the channel from the body control unit side. However, there were no stains, or foreign material inside the channel when checking with the boroscope. Additional finding's include; bending section cover glue discoloration, lifting bending section cover glue (insertion tube side), and pinholes on the glue surrounding the light guide lens. The forceps elevator was manipulated in the up position, it was verified there was no foreign material lodged behind the forceps elevator. The video scope passed the cosmo leak test. An endoscopic support specialist (ess) visited the site and met with the manager and supply manager. Complete scope reprocessing inservice was provided by the ess including pre-cleaning, transportation, leak testing, manual cleaning, oer-pro use and storage. After providing education, the ess observed while the facility staff reprocessed several scopes and did not observe any deviations for the proper process.

Manufacturer narrative:
This report is being submitted to report investigation findings. The device history record (DHR) for this device has been reviewed and it was confirmed there were no abnormalities in manufacturing. The instructions for use shipped with the device provides the user with the following information related to the reported event: chapter 7 cleaning, disinfection and sterilization procedures. Warning: all channels of the endoscope, including elevator wire and balloon channels where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Conclusion: the definitive root cause of the reported event could not be determined. Based on the investigation findings, the probable causes include: cleaning according to the instruction manual was not carried out. Washing was done which was not described in the instruction manual. Damage to the device, the cleaning was carried out correctly, but the cleaning was insufficient.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the scope had a positive culture. There was no patient involvement. Additional information is unavailable at this time.